Event description:
User experienced discrepant results for creatinine. The following example was provide: initial result 2.7 mg/dl, same sample repeated twice gave results of 3.5 mg/dl and 2.8 mg/dl. Initial result was not reported. A third party service representative determined there was a problem with the internal water filter. The instrument was repaired.